Event description:
It was reported both patient's leads had migrated. Surgical intervention took place on (B)(6) 2024 to explant and replace the leads. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the patient's lead had migrated. Although patient receives therapy, surgical intervention is pending to address the issue.